Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was being used for coronary angiography when the issue occurred, and the procedure was completed as planned after rse deleting the images. There was no harm reported to philips. The rse proceeded to delete images and remotely restart the system. Despite these efforts, the issue reoccurred twice, prompting the field service engineer (fse) to reload the ippc software. However, the problem persisted, leading to the replacement of the ippc by a philips engineer. Following the replacement, the system was restored to operational status and returned to the customer in good working condition. After replacement the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.